Manufacturer narrative:
The following devices were also listed in this report: size 5 accolade ii 127 deg; cat# 6721-0535; lot# unknown. The 26 mm -3 v40 taper vit head; cat# 6260-5-026; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The patient who underwent bha surgery on (B)(6) 2016 died on (B)(6) 2017. The relationship between stryker product and the death is unknown.